Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt received his scs system on (B)(6) 2008. It was reported that the patient lost stimulation. The patient's ipg was unable to communicate with the pt programmer and charger. It was determined after meeting with an sjm rep that the patient had determined the battery level of the ipg incorrectly. The pt was reinstructed on the use of his programmer and sent a replacement charger. No further info is available at this time. This report is being submitted as a precautionary measure since similar alleged events have resulted in the explant of the ipg.